Manufacturer narrative:
The complaint was determined to be MDR reportable based on the product analysis that was completed on 10/9/2015. (B)(4). Complaint conclusion: the device was returned for analysis. The coil was not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for blood and contrast found under the distal tip of the outer sheath. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging it was found that the coil was not returned which was not initially reported. The coils unintended detachment was mechanical in nature. The detachment fiber was stretched and the resistive heating coils socket ring was raised. The circumstances of how and when the coil underwent an unintended and mechanical detachment cannot be determined. No manufacturing defects were found. Without further clarification and without the return of the coil used in the procedure, the root cause of the positioning difficulty and the premature coil detachment cannot be determined. In addition, without the return of the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The premature coil detachment was confirmed through product analysis. The positioning difficulty could not be determined without return of the actual coil, and based on the nature of the event. The root cause of the events could not be determined; however procedural factors may have contributed to the event (i.e. Maneuvering of the device during positioning). There is no evidence that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid artery aneurysm, the last used deltaplush coil (cpl10015330/c27330) could not be positioned, and detached in the unspecified microcatheter. The surgeon had to remove the device and exchange it for a new coil to complete the procedure. Information regarding the number of coils that were previously implanted could not be obtained; however, it was reported that the coil had not become entangled with previously implanted coils. There was no coil herniation. The device was used as per the instructions for use (IFU). A continuous flush had been maintained through the microcatheter at all times, and there had been no resistance between the coil and microcatheter. The coil was removed; however, it was not necessary to remove the microcatheter. It was unknown if the microcatheter had been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no report of patient injury and no clinically significant delay in the procedure due to the event. It was reported that the patient's condition was stable.